Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 11/12/2025, the patient experienced a loss of consciousness during the event. The cgm reading at the time of the episode is unknown: however, the patient alleged that inaccurate cgm readings contributed to the incident. The patient was initially asleep and does not recall the circumstances leading up to the fall. An ambulance was called by the patient¿s parent. Upon arrival, paramedics performed a fingerstick test, which showed a blood glucose level of 4.3 mmol/l, while the cgm displayed a low reading. The patient was treated with intravenous fluids and subsequently recovered at home. No additional treatment was reported, and the patient was not transported to the hospital. There is no documentation of further medical evaluation or intervention. At the time of reporting, the patient was stable but reported pain on the left side of the chest, possibly due to the fall. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator prior to the fall. The reported glucose values fall within the b zone of the parkes error grid when paramedics performed a fingerstick test. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.